Event description:
It was reported that the radiomarker was not confirmed on the screen. A 3.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilatation. During the procedure, the device was deployed to relieve the patient's vascular stenosis. However, the radiomarker was not visible on the screen. The procedure was completed with a different device. There were no patient complications reported.